Event description:
It was reported that during a surgical procedure at the user facility, the blade mount of the device disassembled. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported. It was confirmed that no components fell into the surgical site.

Manufacturer narrative:
The reported disassembly of the blade mount could not be duplicated as the device was not available for evaluation.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility the blade mount of the device disassembled. The procedure was completed successfully using back-up equipment without a clinically significant delay; no adverse consequences or medical intervention were reported. It was confirmed that no components fell into the surgical site.